Event description:
It was reported that the rigid video laparoscope exhibited image flickering. The event occurred during inspection for use; there were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: granular white foreign matter inside the charged-coupled device objective lens; a blurry image; water/air inside the charged-coupled device objective lens; shaking of the universal cord; component failure of the universal cord; and image noise. A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: image flickering is due to shaking the universal cord. Component failure universal cord, additionally granular white foreign matter inside the charged coupled device objective lens, blurry image, the charged coupled device objective lens has water/air inside, image noise, is traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.